Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test conducted-unknown. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and hypersensitivity ("allergy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify: unknown. Nickel allergy, autoimmune, psych injury, migration-reported as unknown essure removed-unknown . Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. New events: chronic pain, bleeding, allergy were added. Removal details added. New reporters and plaintiffs information added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 664586). Inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multiparous. Essure confirmation test conducted-unknown. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and hypersensitivity ("allergy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: essure confirmation test(s) conducted. Specify: unknown nickel allergy, autoimmune, psych injury, migration reported as unknown, essure removed-unknown. Three coils were noted, to be extruding from the left tubal ostia and four from the right after completion of the procedure. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information, patient's medical history, lot number were added, patient's date of birth and rcc was updated. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 664586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Essure confirmation test conducted-unknown. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and hypersensitivity ("allergy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify: unknown ickel allergy, autoimmune, psych injury, migration-reported as unknown ssure removed-unknown. Three coils were noted to be extruding from the left tubal ostia and four from the right after completion of the procedure. Lot number: 664586 manufacture date: 2009-08 expiration date: 2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: report was ticked final, no new information is expected. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 664586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Essure confirmation test conducted-unknown. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and hypersensitivity ("allergy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify: unknown ickel allergy, autoimmune, psych injury, migration-reported as unknown ssure removed-unknown. Three coils were noted to be extruding from the left tubal ostia and four from the right after completion of the procedure. Lot number: 664586 manufacture date: 2009-08 expiration date: 2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.